Event description:
A report was received that a patient had a pocket revision as the patient was experiencing pain and burning at the ipg site. The ipg was relocated to the left side and the patient is reportedly doing well.